Manufacturer narrative:
Foreign postal code: (B)(6).

Event description:
The t2 failed to deploy. No patient injury reported. A backup was available to complete the procedure.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No t¿s or suture remains on the device. T¿s and suture were returned for examination. Suture/t construct show no abnormalities. Depth limiter has been removed from the insertion device. Reported non-deployment of t2 cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. User error cannot be ruled out.